Event description:
It was reported the patient underwent surgical procedure for replacement of pacemaker generator on (B)(6) 2014 and suture was used. Approximately one-week post-operatively, the dressing was removed during follow up. The patient reported feeling progressively ill shortly after the dressing was removed and returned to the physician. The physician opined there was a suture failure. The patient was admitted to the hospital for nine days and received IV antibiotics and wound vac placement. The patient was discharged to home with home health nursing visits for wound treatment. It was reported the patient recently returned to the physician and can cover the wound with a small bandage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.